Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported by distributor: "we would like to ask for a modular distal femur implants and instruments kit, so we can plan the revision surgery date." Distributor confirmed this is a revision of stanmore implants.